Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedance measurements and noise the physician planned to do isometrics to test lead integrity. The patient had no symptoms and does not rely on atrial pacing for support. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was subsequently removed from service nineteen months following the initial reported observations. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--